Manufacturer narrative:
Additional narrative: patient ID, age and weight are unknown. Unknown when the screws loosened. This report is for three unknown screws/unknown lot. Implant date: unknown. Explant date: unknown (event date was reported as (B)(6) 2015; this could have been the date of the explant procedure). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original surgery was completed for ulna fracture on an unknown date. Due to non-union surgeon performed bone grafting and upon examination it was noticed that three (3) screws were loose from the plate. Plate and screws were explanted. Patient was revised with 3.5 locking small fragment plate and screws. Procedure was successfully completed without any surgical delay. Patient/status outcome was unknown. This report is for three unknown screws. This is report 2 of 2 for (B)(4).